Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with shortness of breath, leg swelling, weakness, and a drop in heart rate to 30 beats per minute (bpm). Undersensing and small p-waves were observed on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.